Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: comprehensive stem, comprehensive reverse baseplate, comprehensive reverse humeral tray, comprehensive reverse humeral bearing, comprehensive glenosphere, central screw & locking screws. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 02593, 0001825034 - 2019 - 02594, 0001825034 - 2019 - 02595, 0001825034 - 2019 - 02596 , 0001825034 - 2019 - 02597. Not returned to manufacturer.

Event description:
It has been reported that patient had a comprehensive reverse total revision surgery after unknown duration from initial surgery. During the revision procedure, the surgeon had difficulty dissociating the taper of the tray from the stem as they were cold-welded together. But eventually the surgeon was able to remove the tray from the stem and the procedure was completed. No additional patient consequences were reported.